Event description:
It was reported that " hole/leak in clear tube. " additional information received states "a hole was found in the PICC line during a flush, causing fluid to spray out. The line had been used before without issues." The PICC line was removed. There was no patient harm. It was reported "the patient is currently unwell and can't continue treatment. The hole is believed to be the cause of the leak."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that " hole/leak in clear tube. " additional information received states "a hole was found in the PICC line during a flush, causing fluid to spray out. The line had been used before without issues." The PICC line was removed. There was no patient harm. It was reported "the patient is currently unwell and can't continue treatment. The hole is believed to be the cause of the leak."

Manufacturer narrative:
(B)(4). The customer returned one single-lumen PICC for analysis. Signs of use were observed on and within the catheter. Visual analysis revealed the extension line was deformed and kinked which is consistent with long term use of the catheter and repeated clamping/unclamping of the extension line. A non-arrow slide clamp was on the extension line instead of the preassembled arrow slide clamp. There was a hole in the extension line towards the juncture hub. Microscopic analysis revealed the hole appeared rough and jagged. There is evidence that a securement device was attached to the extension line (signs of adhesive and degraded markings on the extension line). The hole in the extension line measured 23 mm from the juncture hub. The extension line outer diameter measured 0.097", which is within the specification limits of 0.093"-0.097" per extension line extrusion product drawing. The extension line inner diameter measured 0.056", which is within the specification limits of 0.055"-0.059" per extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to the extension line. Leaking was observed from the hole in the extension line when it was flushed. Additional information from the customer states the PICC was in situ for nine weeks before the leak was observed. In addition, there was repeated clamping and unclamping of the extension line following weekly saline flushes and multiple chemotherapy administration. R & d was contacted as a part of this complaint investigation. They stated that proper clamping/unclamping of the catheter using the provided slide clamp should not damage the catheter. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for lots 13c24a0460 and 13c23j1200 in regards to extension line luer hub separation. As the damage to the extension line did not appear to be related to a molding issue, the failure mode of this complaint is not the same as/relevant to the non-conformance identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Warning: open clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The IFU also indicates, "the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi (2068.4 kpa)."the pressure injection info card states for a 4.5fr x 50cm, single-lumen PICC, the max indicated pressure injection flow rate for the distal extension line is 5 ml/sec. The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. There was a hole in the extension line. The edges of the hole were rough and jagged. Functional and visual inspection revealed the extension line was kinked and deformed, and the damage is consistent with long-term use and repeated clamping/unclamping of the extension line. In addition, there was also evidence of a securement device attached to the extension line. Despite this, the catheter met all relevant dimensional requirements. Additional information from the customer states the catheter was in situ for nine weeks before the leak was observed. There was also repeated clamping and unclamping of the extension line following weekly saline flushes and multiple chemotherapy administration. Based on these circumstances, unintentional use error (attachment of a securement device to the extension line, repeated clamping of the extension line with a non-arrow clamp, or undue force) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.